Event description:
The dentist reported a screw fractured inside the implant, and was unable to remove the screw from the implant. The implant was removed.

Manufacturer narrative:
Visual inspection of the returned implant has confirmed that a fragmented device remained stuck inside of the implant. The remaining portion of the screw has not been provided for review. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.